Manufacturer narrative:
This is one event (cardiovascular) of three events for the same pt involving two separate products; associated mdrs #1225714-2014-03112, 03113, 03115, 03116, and 03117.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about 2000 and (B)(6) 2008 and subsequently expired on (B)(6) 2010, after the use of the product.